Event description:
Additional information received indicating that the right ventricular (rv) lead was explanted and replaced to resolve the event. No insulation damage noted on the involved rv lead. There were no known patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, an alert for high defibrillation impedance was noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead insulation damage from clavicular crush. However, no diagnostic imaging was conducted to confirm the alleged cause. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.